Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic, increased threshold and undersensing were observed. Programming changes were made. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were detected.

Event description:
New information received states the device was electively explanted and replaced following the advisory.